Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the intermittent catheter product ifus are found to be adequate based on past reviews. (B)(4).

Event description:
The complainant received a recall letter and called to report that an uti and sepsis were experienced. The patient was hospitalized in (B)(6) 2016 for five days with an uti that developed into sepsis. The complainant alleged that he was treated with antibiotics.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
The complainant received a recall letter and called to report that a uti and sepsis were experienced. Allegedly, the patient was hospitalized in (B)(6) 2016 for five days with a uti that developed into sepsis. The complainant alleged that he was treated with antibiotics.